Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with a vcare medium (34mm) cup # 60-6085-201a, lot 202102221 experienced by elmhurst memorial hospital on (B)(6) 2021. Information received was that during use in a robotic hysterectomy on (B)(6) 2021, (with dr. Fitzer) "end stripped off of the device, cup and tip of device" it was noted they extracted the pieces of the vcare that broke off and there is no indication of impact or injury to the patient. It is indicated the procedure was successfully completed but no alternate was used. Additional information obtained notes that after approximately 2 hrs of use, when the uterus was being removed, the uterus came out without the vcare. The green cervical cup and tip of vcare ended up in the pelvis. The green cup and tip were removed. The medical staff opened a 2nd device to compare to the broken one to ensure all the components were removed. An x-ray was taken to verify no metal was in the patient from the metal shaft. All pieces were removed. The balloon, white tip & cervical cup had all slid off the shaft, intact but detached. It was verified that the doctor does not suture in the vcare and there was no impact or injury to the patient. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
H10: investigation of the customer's complaint of the device coming apart is confirmed. Two vcare devices # 60-6085-201a were returned opened in original packaging. The lot number of the devices, 202102221, was verified. A visual inspection found no obvious defects or abnormalities on one device. The second device was returned with green cervical cup detached from device; however the uterine balloon is still on device. The shrink sleeve was lifting on the side slightly. During dislodgement of green cervical cup, the shrink sleeve may have lifted, although it was retained on device. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of 85 complaints, regarding 110 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to: reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counterclockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. If lock inadvertently becomes open, secure it immediately before proceeding. This issue will continue to be monitored through the complaint system to assure patient safety.